Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode operation. It was noted the patient sustained two falls with superficial but painful injury and five days of very uncomfortable phrenic nerve stimulation. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.